Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the image failure could not be determined. E229 indicates an endoscope malfunction which may have occurred due to communication failure caused by cable failure. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿·do not curl the camera cable smaller than 20 cm in diameter. There is a risk of damage. If the camera cable is curled up, do not pull it forcibly, but straighten it gradually. There is a possibility that the camera cable may be damaged. Do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to be damaged. When wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to be disconnected. Operate the endoscope by holding the camera head, not the camera cable, during use. The camera cable may be damaged. Do not use a pean forceps or other means to secure the camera cable. There is a possibility that the camera cable may be disconnected. Do not pull out the video connector by holding the camera cable. There is a possibility of disconnection due to excessive force applied to the camera cable.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customers allegation was confirmed. No image was due to a faulty/broken cable. Additional finding found was an e229 error. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the hd 3cmos autoclavable camera head had an image quality deterioration issue. The issue was observed during an unknown procedure. The procedure was completed using a similar device with a 5 minute delay, and no patient harm was associated with this event. Upon inspection and testing of the customer returned device, no image displayed. This report is being submitted for the malfunction found during evaluation.